Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). High atrial thresholds and output were also reported. The device was explanted and replaced, and the atrial lead was capped and replaced. No patient complications have been reported as a result of this event.